Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 with complaints of dizziness. Upon examination, it was discovered that the right ventricular lead exhibited noise oversensing resulting in episodes of noise reversion and pacing inhibitions from (B)(6) 2019. The clinic suspected a possible lead insulation anomaly or lead connector anomaly. The cause of the event was not yet verified. The patient was scheduled for a lead revision procedure.

Event description:
New information received stated that the lead was capped and replaced on (B)(6) 2020 during a pulse generator upgrade procedure. The patient was in good condition before and after the procedure.